Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K111959. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was ampoule leakage. The reporter indicated that when opening the package, the leakage from the ampule was already caused, therefore the product was not able to be used.